Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's wife that "he (patient) supposedly received 7 shocks while in the hospital. Someone came to check the device and made some changes. When they wheeled him in for surgery he died." Device interrogation later revealed no overt loss of integrity, all impedances within expectations, all delivered energy levels within expectations, sic (short interval counter) events are associated with normal vf (ventricular fibrillation) sensing and detection. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.